Event description:
The customer reported experiencing low blood glucose of 54mg/dl and she ate some oranges, a toast with peanut butter and jelly. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the customer to run the displacement test and the test failed. The customer mentioned that she was having a problem with the insulin pump and had to miss work. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.